Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used on subcutaneous tissue. Post-op, about 1 week after the surgery, the wound was found with dehiscence. The wound was resewed. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the stratafix suture during second procedure? Were there any precipitating patient stress factors that led to the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will the product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, the specific gender and age of the patient were unknown, and the patient underwent orthopedic surgery in hospital in (B)(6) 2024 (the specific patient diagnosis and surgery name were unknown). The surgeon used sxpp1b453 to perform the subcutaneous tissue sewing in a continuous suturing manner during the surgery, and the sewing operation went smoothly during the surgery. On (B)(6) 2024, the doctor found that the patient had wound dehiscence, with dehiscence layer deep to subcutaneous tissue. The wound of patient was resewed . No subsequent adverse events were reported. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the stratafix suture during second procedure? Were there any precipitating patient stress factors that led to the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will the product be returned? If so, please provide the return date and tracking information.